Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: unknown / unknown / unknown / unknown.

Event description:
It was reported that pump displayed cgm error 42 while being used with g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received complete pump reset instructions, and performed pump reset with guidance; after reset, pump did not display cgm error again, and no additional issues were reported.